Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated "there was folding of the dialysis catheter inside the vein 10cms (approx) from the hips causing low blood flow and high venous pressure (250) which forced the doctor to change the dialysis catheter. A male pt was involved with no injury. Reported problem occurred during dialysis, immediately after inserting the catheter and it was discovered by doctor. Reintubation was necessary. Type of procedure: cardiac surgery. Pt current condition: stable.